Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the device was not returned for analysis. No discrepancies were reported or observed by the account during the instructions for use directed preparation or inspection of the product prior to use. A pre-existing pinhole in the balloon would likely have been detected during preparation or inspection of the device. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, interactions with other products, patient anatomy, lesion calcification, or lesion tortuosity. During production, all balloon catheters are leak tested and inflated to rated burst pressure. No specific root cause for the reported balloon rupture could be determined and it does not appear to be a manufacturing quality deficiency. A review of the lot history record for the device did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during dilatation in the superficial femoral artery, the agiltrac balloon ruptured during the first inflation. Reportedly, there may have been a balloon pinhole. The device was removed and another agiltrac was used successfully to perform dilatation. There was no adverse patient effect. Though requested, no additional information was provided.